Manufacturer narrative:
The handpiece was returned to the distributor and checked. The distributor used a console to evaluate the handpiece. The system was run for a few minutes to verify the reported event. The distributor confirmed that the handpiece overheated. The handpiece was cleaned, lubricated, then re-checked. The handpiece was no longer overheating and was not returned to medtronic for service.

Event description:
Preoperative, the customer reported a noise variance and that the handpiece was overheating and sparking. No patient was involved in this event.